Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl and stated that they treated with a manual injection due to the insulin pump not delivering insulin. Customer reported feeling nauseous and stated that the insulin pump has been alarming no delivery. No further information reported.